Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the nail. Removal does not indicate a defect in the product or a failure of the implant. Properly treated infections represent a minimal risk to the patient. (B)(4) continues to monitor these events as part of our post market activities.

Event description:
We became aware on 5/4/2017, that a sign nail implanted on to repair a fracture, had to be removed due to infection. Surgeon comment: "local infection at the site of fracture reduction that prompted for the debridement, removal of the implant and use of external fixation. Now wound is clean with clindamycin after culture results."